Event description:
A physician reported a pt who received her second treatment on 12/9/96 in the upper vermilion border. On 12/10/96, the pt developed tenderness and slight swelling at the left vermilion border injection site. On 12/2/96, a "pustule" appeared at the site. The pt self-prescribed bacitracin ointment. On 12/16/96, the pt presented with erythema, tenderness, and slight swelling at the left lateral vermilion border injection site. The physician diagnosed a local necrosis and debrided the site, slightly with hydrogen peroxide and a q-tip swab. A slight ulceration was noted on the left labial mucosal side of the lip which the physician believed to be an extension of the necrosis. He described the necrosis as superficial and stated that granulation tissue was forming at the perimeter of the necrosis and the site was healing well. On 7/25/97, the physician reported that at the last telephone conversation with the pt on 5/10/97, a small depression remained at the site of the necrosis. The concomittent medication, ciprofloxacin, was taken for an upper respiratory infection, prescribed on approx. 12/6/96 by another physician and determined to be unrelated to collagen.